Event description:
A report was received via a paralegal in which pro osteon 200 was removed due to nonunion. It was reported that the pt had a history of bunion surgeries (three) in the area of the first metatarsal cuneiform joint. The preoperative diagnosis was recurrent left bunion deformity with depressed 3rd metatarsal with lesions and severe dystriophic toenails. In 1997, the pt underwent surgery with arthrodesis of the first metatarsal with underlying bone graft. In addition, an osteotomy of the first metatarsal head was performed to repair abnormal articulating surfaces of the 2nd metatarsal and 2nd toe which was addressed at that time. It was reported that all follow-up x-rays showed incorporation of the bone graft. Approx five months postoperative, the pt began to experience pain in the 2nd metatarsal joint which the physician noted was possibly due to overuse syndrome. Early stress reaction of the metatarsal was also noted. Because the pt is on her feet a great deal, the doctor recommened immobilization and a cam walker was dispensed. The pt was also instructed to decrease prolonged standing and walking. At eight months and eleven months postoperative, it was reported that the pt continued to experience pain and swelling of the forefoot. The surgeon noted that the pt was experiencing a possible reaction to osteomed minibone fragment system which was also used at the time of the original surgery. Fourteen months postoperative, the internal hardware was removed and the fusion of the 1st and 2nd metatarsal cuneiform joints were revised with bone graft. Duvries 2nd and 3rd metatarsal phalangeal joint arthroplasties were performed. Portions of bone removed from the 2nd and 3rd metatarsal heads were harvested for cancellous bone and packed within the 1st metatarsal cuneiform joint to serve as bone graft.